Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two green fragments. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The green fragments were identified to be a portion of the missing cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to a large force exerted on it or an instrumentation coming in contact with it during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Event description: limited information is available at the time of report. Rep was not present for the case. During the procedure a piece of the trocar broke off into the patient. It is believed to have been removed from the patient, there was no report of patient injury. Product available for return. Additional information received via email (B)(6)2021 from the applied medical account manager: procedures performed were total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Both surgeons felt they were able to retrieve all broken-off pieces from the patient, stating there were 3 pieces total. There is no known report of patient injury. Patient status: no patient injury or illness was reported

Event description:
Procedure performed: unknown. Event description: limited information is available at the time of report. Rep was not present for the case. During the procedure a piece of the trocar broke off into the patient. It is believed to have been removed from the patient, there was no report of patient injury. Product available for return. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.